Event description:
Event occurred regarding a primary plum set, clave secondary port, clave y-site, secure lock, 103 inches where it was stated in the report that "the tube line was broken and caused a leakage." Patient involvement is unknown.

Manufacturer narrative:
Additional contact: (B)(6). Investigation summary 09/15/2025 received one (1) picture of primary plum set. There was no evidence of leakage observed. The complaint of leakage cannot be confirmed or replicated without the return of the used set. The lot history was reviewed, and no nonconformities were identified that may have contributed to the reported complaint.